Event description:
Unable to penetrate the skin while attempting to administer a vaccine using a vanish point syringe 3 ml. This resulted in unnecessary anxiety for the patient and a wasted dose of the vaccine.